Event description:
Surgeon stated that he had a patient who he had surgically placed a ventralex patch in 2009 and that same patient had recently developed a small bowel fistula. When the surgeon surgically reviewed the patient that a small part of the small bowel was attached to the eptfe surface of the ventralex patch. When he removed this stuck tissue from the patch that there was an area of green tissue/fluid. Surgeon stated that the patch was slightly curved when asked if the patch was lying flat against the abdominal wall. When asked if the tissue was attached to the eptfe of if it was attached to the polypropylene side of the patch. He stated it was attached to the eptfe surface. When asked, the surgeon stated that the sample has not been kept and no photos were taken during the procedure.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Available information indicates no device will be returned and no photos of the device are available. Therefore, no conclusion can be drawn. It was reported that 2 lot numbers (husf10108 & husf1251) were recorded in the patient history, however, it is not known which one refers to this event. Both lot numbers were manufactured in june 2008.